Manufacturer narrative:
The customer reported that their multigas unit is not showing any readerings when connected to a core unit (g9). No harm or injury was reported. They will be sending this device in for an exchange. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their multigas unit is not showing any readerings when connected to a core unit (g9).

Event description:
The customer reported that the multigas unit was not sending readings when connected to a core unit (g9 monitor).

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was not sending readings when connected to a core unit (g9 monitor). No patient harm was reported. Investigation summary: the likely cause is lack of on-time preventative maintenance. Due to limited information available regarding routine maintenance, the root cause could not be determined. Service history for this facility also showed other incidents of gas device error and gas line block which are indicative of sensor failure. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual.